Event description:
A nurse initially reported that the cutter did not work, and that they replaced both the cutter and infusion without success. There was no pt impact reported. As it was not described how the surgery was completed, the customer was contacted for additional information. The original reporter was contacted, and advised the manufacturer that questions should be directed to a manager. The manager provided the following additional information. The pt was undergoing vitreous washout for vitreous floater. The cutter did not function at all (there was no cutting and no aspiration). They replaced the cutter, and there was no infusion present. The system displayed a message, but the manager did not know what message was displayed. There was a 45 minute delay and the pt sustained a choroidal hemorrhage. The surgery was aborted. The pt's current status is not known. Additional surgery is planned, but no details were disclosed. All equipment and products have been sequestered to be evaluated by a third party, and are not available at this time for the manufacturer to evaluate. The reporter indicated that all conversations will be monitored from here on by the hospital's risk management department. A voluntary med watch report will be filed by the customer, however the uf/importer report number is not available at this time. The customer agreed to receive a questionnaire that requests additional details, however he indicated that the questionnaire may or may not be completed at this time. The manufacturer's service report request indicates that the company representative has not been allowed to examine or service the equipment. The system has been pulled out of service as the facility is performing its own investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).